Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) system, the patient complained of pain at the site of the pacemaker. X-ray revealed that the lead slack that was present post implant was wrapped around the ipg in the pocket and the pacemaker positioning had changed, with appearance to have been manipulated in the pocket. Upon request, the ipg system was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.